Event description:
The user facility reported that the technician claimed the anchor did not turn perpendicular and grab the vessel wall when he pulled back to deploy the angio-seal. The entire angio-seal came out of the vessel. Manual pressure was then applied for hemostasis. The patient was fine. The angio-seal device was discarded and is unavailable for return and investigation. The procedure was a vt ablation in the ep lab. No blood loss occurred.

Manufacturer narrative:
A2: date of birth: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the device could not be conducted. The complaint cannot be confirmed for a device pullout as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).